Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and if necessary, the customer would reach out to their hcp to obtain a backup method of insulin therapy.